Event description:
It was reported that a customer had an occlusion alarm with a cleo 90 infusion set. System check determined the issue to be the site. Customer reported high blood sugar levels of 450 mg/dl. Customer changed site and used correction bolus via pump to stabilize the blood sugar. No patient injury reported.